Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. IFU gives guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: head CT without contrast results and impression follows: examination: brain CT without contrast (B)(6) 2016 21:48:41 accession number: (B)(6). Indication: declining neuro exam, history of noonan syndrome. Comparison: none available. Technique: thinly collimated spiral CT images of the brain without contrast with axial, coronal and sagittal reformations. Dlp: 1124 mgycm. Findings: there is a large intraparenchymal hemorrhage centered in the left frontoparietal region measuring 6.7 x 6.7 x 4.8 cm with significant mass effect. There is a multicystic appearance of the intraparenchymal hematoma with multiple fluid levels consisting of hyperdense and hyperdense blood. There is surrounding vasogenic edema. There is left to right subfalcine herniation with 1.7 cm midline shift. Medialization of the left uncus. There is subarachnoid blood in the paramedian and left frontal lobe sulci. There is effacement of the frontal horn of the left lateral ventricle with dilation of the temporal horns of bilateral lateral ventricles, consistent with csf outflow obstruction. Small right mastoid effusion. Minimal mucosal thickening in the maxillary sinuses. The calvarium and visualized orbits are normal. Partially visualized nasoenteric tube. Impression: large intraparenchymal hemorrhage centered in the left frontoparietal region measuring 6.7 x 6.7 cm resulting in significant mass effect with left to right subfalcine herniation and 1.7 cm rightward midline shift. The intraparenchymal hemorrhage has a multicystic appearance with multiple fluid levels, suspicious for a hemorrhage into a chronic lesion. Given history of noonan syndrome, this could represent an underlying dnet. Hydrocephalus involving bilateral temporal horns of the lateral ventricles, consistent with csf obstruction from mass effect. Subarachnoid hemorrhage in the left frontal lobe. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient developed an inoperable brain bleed. Patient believed to have had a previously unknown brain cyst/legion. It was stated that anticoagulation was discontinued upon discovery of brain bleed and patient was made do not resuscitate (dnr). It was stated that the patient died due to intracranial bleed on (B)(6) 2016, patient now known to have had dysembryoplastic neuroepithelial tumors (dnet). It was stated by the cardiologist that the event was not device related. It was further stated by the site that the pumps would not be explanted and that the peripherals would be disposed of. No additional information available.